Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure in (B)(6) using a csi orbital atherectomy device (oad), a dissection and thrombus occurred. The target lesion was 99% stenosed and located in the mid right coronary artery (rca). The lesion was treated with eight passes of the oad on low speed. Following atherectomy, imaging was performed and thrombus was noted throughout the vessel and it appeared that an abrupt closure had occurred. Aspiration was performed to resolve the thrombus and flow was restored. The procedure was completed with balloon angioplasty and stent placement. Following the procedure, a review of the intravascular ultrasound images found that a dissection had led to the thrombus. The dissection was shown to have been resolved with stent placement.